Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) with "occasional chest pain and feeling like (the patient) felt prior to receiving the pacemaker." The patient stated that the device was "loose in the pocket" and while lying down, it " flipped in the pocket; the patient "flipped it back over." Interrogation revealed normal measurements and a chest x-ray confirmed no change in lead placement. Subsequently, the patient was seen in the clinic and no device movement was noted; again, the interrogation was reported to be "fine". The patient complained of diaphragmatic pacing during the follow-up visit. No intervention was reported related to the device movement or diaphragmatic pacing reported by the patient. The device and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.